Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the pacing inhibition observed during the change out procedure was a result of electrosurgical cautery used during the explant procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device was programmed to voo for a routine change out procedure. When electrocautery was used pacing inhibition for greater than three seconds was observed. The device was successfully explanted due to normal battery depletion and was replaced. No adverse patient effects were reported.